Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister was reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 524 mg/dl at the time of incident and the current blood glucose level was 470 mg/dl and 500 mg/dl. The customer was treated with manual injection and insulin pump. Customer reports no symptoms related to their high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege pump was under delivering. Troubleshooting was assisted. The insulin pump will not be returned for analysis.